Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02dec2020.

Event description:
The customer reported that a cracked enclosure and a nav-ring failure were identified on a unit v60 ventilator during testing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The customer confirmed and duplicated the reported issue.

Manufacturer narrative:
G4:26feb2021. B4:04mar2021. H11:g5:k102985. H10: information received from customer stated she has not contacted philips to request a navigation ring repair. The customer stated that the unit still out of service and would contact philips to open a new case for the unit. No further actions were taken for this device and the case was closed. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be crossed referenced with the original case. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.